Event description:
It was reported that balloon detachment and balloon rupture occurred. The target lesion was located in the a very calcified subclavian vein. A mustang balloon catheter was advanced for dilatation. However, during inflation over the rated burst pressure, the balloon ruptured. When the physician pulled the catheter from the patients body, it was noted that the balloon came off the catheter. A snare was used to retrieve the detached balloon and the device was completely removed from the patients body. No patient complications were reported.